Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device "went bad" 3-5yrs and they had to replace it.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). When asked to clarify what was meant by "the device went bad," the hcp reported the patient told them on (B)(6) 2025 via telephone that their charger was not working and they needed a replacement. It was unknown if this was caused by normal battery depletion. The hcp stated the cause of the device not working was unknown. The hcp stated the most likely cause was the result of the patient's communicator battery dying; therefore, they couldn't charge their device. The hcp reported the patient had a rechargeable device placed in 2021. In an effort to resolve the issue, the hcp stated they gave the patient contact information for a manufacturer representative (rep). It was unknown if the issue was resolved. The hcp reported the status of the device was unknown as the patient had not contacted them further and the patient was past due for a follow-up.